Manufacturer narrative:
Investigation description. No abnormal wear or damage to exterior of device. The device was placed on a charging pad and powered on successfully. Engineering logs were downloaded and reviewed. Although the device was able to charge to full battery during testing and the issue could not be duplicated, log review confirmed the reported complaint: the device would not charge while on a charging pad. The suggested likely cause is a mainboard charging circuit issue. As this is a possible mainboard issue, device will need to be scrapped.

Event description:
It was reported that the ilet device experienced slow or ineffective charging over several weeks, persisting across multiple charging accessories including two phone chargers and a trainer¿s charging pad, consistent with a device power or charging malfunction involving the charging interface or battery subsystem. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical intervention. Investigation included customer interview and device replacement logistics. Investigation of this case revealed insufficient charging performance reproducible with different chargers and locations. It was concluded that the device exhibited a charging malfunction; a replacement device and an additional charging pad were arranged.